Event description:
Procedure:hysterectomy. According to the reporter: needle broke off in patient. Doctor had to retrieve the needle. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).